Manufacturer narrative:
The pump was received with unresponsive keypad due to corroded keypad traces at all buttons. Unable to perform the displacement test and self test due to unresponsive keypad. Pump received with peeling keypad overlay.

Event description:
The customer reported via phone call that the front part of the insulin pump was damaged. The customer's blood glucose was unknown. The customer also states the rubber button are falling off the insulin pump. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.